Event description:
During a follow-up call for an unrelated alarm on (B)(6) 2012, the hp stated that they had peritonitis. The hp stated that he believed that he got it on (B)(6) 2012. The hp did not know the cause but stated that he suspected it could be from his dogs as they have recently been sleeping on his stomach during the last cycle. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(4) 2012 regarding this peritonitis event. The pdrn stated that the peritonitis was diagnosed on (B)(6) 2012. The pdrn stated that the hp did not require hospitalization for the event. The hp was treated with ancef and gentamycin (dose, frequency and route not reported). The pdrn stated that there was no known cause for this peritonitis event. The hp is recovering.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This report is 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lots (h11k12026 and h11j23058) and no issues were found related to the reported condition during the manufacture of those lots. A follow up report will be submitted if additional information becomes available.